Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor is being evaluated for s3 alarms. The centrimag motor was not returned for analysis, the centrimag 2nd generation primary console was returned for analysis and during the investigation, it was conclusively determined that the s3 alarm was caused by damage to the console. The reported event is not correlated to an issue with the motor. The device history records were unable to be reviewed for the centrimag motor due to the serial number being unknown. The 2nd generation centrimag system operating manual, rev. Lm section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response, including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: there was no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the console presented an s3 alarm during training that was unable to be cleared. The console was turned off and back on, and the alarm was still present. Related manufacturer reference number: 2916596-2023-07464 (primary console).